Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Reportedly, the customer did not correctly fill the cartridge. The customer's blood glucose level was 127-134 mg/dl. Tandem technical support guided the customer through properly changing the cartridge and customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.